Event description:
A pt that received an partial hip replacement on (B)(6) 2011 had fallen and has a periprosthetic fracture at the proximal end of the metafix stem that was implanted. The physician visualized subsidence of the stem on the x-ray. It is unk if the subsidence came before, after or during the fall.

Manufacturer narrative:
The investigation is on-going and a follow-up will be provided.